Event description:
It was reported that after the operation, at the stage of cleaning, the sterile personnel noticed that the spring had broken on the instrument. Nothing was noticed during the operation, so there was no delay or harm to the patient. The instrument was used as described in the surgical technique. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g3, g6, h2, h3, h4, h6, h11. The returned product shows clear signs of use, including scratches and gouges, confirming the customer's complaint. The tension spring is broken or fractured, and not all parts were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.